Event description:
It was reported that a healing abutment was placed on (B)(6) 2018, and a new healing abutment was placed on (B)(6) 2024. He attempted to place a new healing abutment on (B)(6) 2024, but it was impossible. He noted several instances of crown mobility during the process. On (B)(6) 2025, a new doctor tried to place a 3.5 mm diameter healing abutment for a 4.5 mm diameter implant but the implant internal hexagon no longer accepts the transfer since the doctor identified a metalic piece inside the implant: the internal hexagon of the implant was inaccessible; there was a foreign metal body inside. It was replaced with another implant. This report refers to the healing abutment impossible to place into the implant due to damaged drive feature.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided, g4: premarket identification PMA/510(k) #: k101880.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmwb10, (imp,tsv,mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed, there was damage to the implant. The implants drive feature was damaged. Unable to detect any signs of a metallic piece stuck inside the implant. DHR review was completed for the subject lot number 63612365. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63612365 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.